Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4). Conclusions code: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the centrifugal adapter was making a humming sound. No known impact or consequence to patient. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 15, 2016. (B)(4). The sample was not returned for evaluation and a thorough investigation could not be performed; therefore, a root cause could not be determined. It is possible that damage may have occurred to the pump adapter causing it to create a humming sound during use. The adapter also may have not been set up correctly. Review of the device history records revealed no manufacturing issues. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.